Manufacturer narrative:
Product complaint # (B)(4). (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during the procedure, an enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8254498) became impeded in introducer sheath and could not be pushed into the prowler select plus microcatheter (606s255x, lot: 31085112). The physician retracted the stent and observed it had been released in the introducer sheath and the stent body was separated from the delivery wire. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. There were no procedural delays. No additional information is available.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during the procedure, an enterprise2 4mmx23mm no tip intracranial stent ((B)(4)) became impeded in introducer sheath and could not be pushed into the prowler select plus microcatheter ((B)(4), lot: 31085112). The physician retracted the stent and observed it had been released in the introducer sheath and the stent body was separated from the delivery wire. A new stent was switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. There were no procedural delays. No additional information is available. Three (3) photos were attached to the complaint file. The stent component is observed inside the introducer and is no longer connected to the delivery wire, which is not seen in the photos. No damages can be observed on the stent nor on the introducer. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit, and this remained inside the introducer. The introducer was found to be in good condition (i.e., no kinks, bents, or elongations). The delivery wire was not returned for evaluation. These conditions are consistent with the damages seen in the provided pictures. A dimensional analysis was performed, introducer outer diameter (od) and the distal inner diameter (ID) were confirmed to be within specification. The issue regarding a stent being prematurely released in the introducer sheath was confirmed since the stent was found no longer attached to the delivery wire, based on this condition the issue documented that the stent was unable to be pushed into the microcatheter cannot be evaluated through a functional test. The stent must be attached to the delivery wire to perform the functional analysis. It is possible that the delivery wire was pulled sufficiently to disengage it from the stent in the attempt of retract the stent. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8254498. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue encountered during the procedure is related to the design or manufacture of the device, no CAPA activity is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.